Event description:
Customer called in to report the insulin pump alarmed for button error when she attempted to deliver a bolus. The customer also mentioned that the screen is scrolling without input. Blood glucose reading at the time was 117 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump has no button response due to corroded keypad traces. No button error alarm noted. No unexpected scrolling screens noted. Insulin pump had minor scratches on display window, scratched reservoir tube window and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time.